Event description:
Event description cpi received two bipolar leads and a myocardial sutureless lead for routine analysis following explant because of infection. The bipolar leads are model 0010 serial numbers 003854 and 009393, the myocardial lead is model 0030 serial number 023844. There was no allegation of product malfunction. Bipolar lead, serial 003854, implanted-11/27/90. Explanted-05/28/96. Implant months-66. Bipolar lead, serial 009393, implanted-11/15/95. Explanted-05/28/96. Implant months-6.4. Myocardial lead, implanted-02/02/88. Explanted-05/.28/96. Implant months-99.9.